Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultralink meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6), 2010, at 9:48 am the patient obtained the error 2 error message upon insertion of the test strip; she did not obtain a blood glucose reading. Prior to the use of the meter, the patient was experiencing the symptoms of lightheadedness, dizziness and confusion. The patient administered self-treatment with food and/or drink; she did not seek any medical attention. Troubleshooting revealed the patient's test strips and testing technique were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient did not suffer any adverse event due to the reported meter. The patient's symptoms began prior to the meter issue and there was no delay in treatment. However, as the meter issue was not resolved, this complaint is being reported.